Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 400 mg/dl. Pt then gave themselves a bolus of humalog insulin. About four hours later pt was having a seizure and paramedics were called. Pt's glucose was lo on the emergency medical tech's meter when they checked pt. Pt was treated with three glucose injections then transported to the hospital. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.